Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was bent. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -18.0/+2.5/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault and lens rotation. The surgeon also reports that the lens tore during injection into the eye. The cause of the event is reported as user error for the lens tear and patient-related factor for the low vault. Currently, there is no replacement lens in the patient's eye.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).